Event description:
It was reported that the analyzer in the programmer did not work after the software update. The service disk was applied but this did not resolve the issue and the programmer would not power on. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.